Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed as the device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. If the device is received in the future, the complaint record will be reopened to perform the product investigation as appropriate. Complaint trends are monitored on a monthly basis as part of the company post market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small broke and blood was flowing out the back of the sheath. There were no apparent pieces that had broken off the sheath. The blood leakage was not excessive, the problem was noticed before it became excessive. No medical/surgical intervention was required to stop the bleed. No air went into the patient¿s body. The sheath was replaced and the issue resolved. The case continued without further incidents. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event was not assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction.